Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous right coronary artery (rca). After 3.5mm non-bsc stent was implanted, a 5.5mm x 15mm maverick xl balloon catheter was advanced for post-dilation; however, during the first inflation, the balloon ruptured at 15 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user related as it was reported that the balloon was inflated above the rated burst pressure noted in the dfu. (B)(4).